Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 218752113 was returned and analyzed. Visual inspection showed the mapping catheter shaft was broken in the middle, and no ECG signal wires were broken inside the shaft. The tip and loop section were intact with no issue. In conclusion, the mapping catheter tip/loop damage was not confirmed. The mapping catheter did not fail the returned product inspection due to the tip/loop damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the 'metal shell' of the mapping catheter was broken. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.